Event description:
The hosp reported the blood turned dark immediately at the start of the case. A crack in the gas cap was noted at that time. The unit was changed out and the pt was not affected. The unit was discarded at that time.